Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation, the device was not recognizable by the programmer device and the programmer prompted a warning message regarding the battery condition. The serial number of the device was not available. Despite this observation, the therapy functions of the device were fully available upon receipt. Using a technical programming tool, the memory content of the device was inspected. The inspection revealed that the clinical observation resulted from the detection of invalid memory content. As a result, the device was operating in the safety backup mode. After a correction of the corrupted memory content, an interrogation was properly feasible. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. The activation of the safety backup mode does not indicate a material or manufacturing problem. In particular, after correction of the invalid memory areas, the ram application was operating as expected. In a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After correction of the invalid memory content, the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem. The therapy functions of the device were available while the device was implanted and in service.

Event description:
Ous MDR - during regular follow-up, a discrepancy between the implant time and battery status appeared. They tried to reset the device, but it was not possible to interrogate the device after. There were no adverse patient side effects reported. The device was returned for analysis.